Event description:
Meter name: one touch ii. Strip name: lifescan one touch strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: disoriented, hard to concentrate. A patient reported they were unable to get a reading on the meter. Their meter allegedly would only prompt message of clean test area. Unable to get any readings on the meter. No comparison. Customer took normal insulin and did not know whether to take more or less. No further information has been reported.